Manufacturer narrative:
The device was not returned to olympus for evaluation. The original equipment manufacturer (OEM) performed a review of the DHR for the subject device and lot number without showing any non-conformities or deviations regarding the related issue. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure, the device began acting differently. The physician noted longer seal cycles and eventually towards the colpotomy portion of the case observed a u504 probe damage error on the generator. The generator settings were cut 2/1 coag. As a result of the probe damage, there was metal exposed on the device jaw. No device fragments fell into the patient. There was no bleeding reported. The intended procedure was completed with a different device. There was no patient injury reported. Additionally, it was reported that the devices and generator connections were inspected prior to the procedure with no anomalies found.